Event description:
Unomedical reference number (B)(4). Event occurred in poland. It was reported that the patient faced events of tubing detachment with 3 infusion sets. The set was in use for 1 day. The site was reported to be left abdomen. The detachment was close to site location. Patient confirmed that there was no stress or pull on the tubing also that pump wasn't dropped with the set connected to their body. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-07948 - device 2 of 3. E1: patient city: (B)(6). Patient country: poland.